Event description:
New information notes that the lead was explanted and replaced.

Event description:
It was reported that the patient had an episode of ventricular tachycardia and the device successfully converted the rhythm back to sinus. However, it was observed that an alert for low hv lead impedance was received. In clinic testing yielded the same results. Lead revision is planned. No further information is available.